Manufacturer narrative:
The return of the product was requested. If the product is returned, product investigation will be performed, and this complaint would be updated upon analysis completion.

Event description:
It was reported that this left ventricular (lv) lead dislodged and pulled back to pocket. The lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The return of the product was requested. If the product is returned, product investigation will be performed, and this complaint would be updated upon analysis completion. Upon receipt at our post market quality assurance laboratory, the dislodgement allegation was not confirmed by product analysis but was assigned known inherent risk of device cause, based on the field report. The conclusion code was selected based on analysis evidence or field report which indicates an issue covered by the instructions for use (IFU) and therefore is deemed a known inherent risk of the device.

Event description:
It was reported that this left ventricular (lv) lead dislodged and pulled back to pocket. The lead was explanted. No additional adverse patient effects were reported.